Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) abut contour 3.5x4.5 1mm cuff (zoa341s) was returned for investigation. Visual evaluation of the as returned product identified the abutment and screw threads showed signs of wear. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not noted on the per form. Bone density was unknown. The reported device was located on tooth # 36 (unknown dental notation system). DHR review for the lot 62096662 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 62096662 for similar event using keyword and no other complaint was identified. Review completed utilizing keywords: functional : loosening. Therefore, based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment was loose, and it had to removed. A different healing abutment was placed the same day.